Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed error messages for a linear sensor failure, syringe plunger position failure, and syringe plunger position sensor contamination. There was no patient involvement.

Event description:
It was reported that the device displayed error messages for a linear sensor failure, syringe plunger position failure, and syringe plunger position sensor contamination. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from the date of manufacture 08/07/2013 to the present date 12/08/2020 and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.